Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using (1) bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the stopper popped off of the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 10-mar-2025 investigation summary bd received 10 samples for investigation. The returned samples were inspected for damage and no visible defects were found. A functional test was performed on these samples, and all tubes were within specification limits with no issues observed with the stopper function. Additionally, 10 retained samples were inspected and no visible defects were found. A functional test was also performed on these retained samples, and all tubes were within specification limits with no issues observed with the stopper function. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using (1) bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the stopper popped off of the tube. No adverse impact was reported regarding the patient or user.